Manufacturer narrative:
Approximate age of device ¿ 36 days. The event occurred at (B)(6). No product was returned for evaluation. A correlation between the device and the reported event could not be conclusively determined. Stroke and neurologic events are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was in the intensive care unit (ICU) for a long time for an unspecified reason. When the patient awoke, it was identified that the patient had right hemiplegia. CT results showed that the patient had total infarct at the middle cerebral artery. The patient expired on (B)(6) 2018 due to a cerebrovascular accident. No device related issue was reported. Reportedly, the device operated as expected. No additional information was provided.